Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Patient symptoms were unknown. Review of the device transmission revealed that the right atrial lead was over-sensing the ventricular signal and was not capturing. A chest x-ray was then performed which confirmed dislodgement of the right atrial lead. The lead was repositioned on (B)(6) 2021. The patient was in stable condition.